Event description:
(B)(4). Started missing periods. Major lower back and right hip joint pain feels like it's out of place. Horrible cramps. Got prescribed pain pills. Upset stomach before periods, then never come. Nauseous and bad bowel movements usually 2-3 days before start date. Heavy bleeding when my periods used to be light and maybe one day of moderate bleeding. Very irritable beforehand also, never used to be like this.